Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the axium prime coil was returned for analysis implant coil still attached to pushwire. There was no instant detacher returned. The axium prime pushwire was found broken distal to the break indicator with the release wire extending out of the pushwire and not attached to the actuator interface. The actuator interface, positive load indicator, break indicator and coupler tube were not returned for analysis. The break is indicative that a manual detachment was attempted by breaking the pushwire. However, evidence of mechanical detachment could not be found due to the missing proximal pushwire. The attached implant coil became detached when the release wire was straightened out to measure the length of the exposed release wire. The implant coil was found damaged. The coin was found retracted from the lumen stop. The shield coil was found intact. Pulling on the release wire found the coin moved freely and without resistance. No other anomalies were observed. Based on the analysis performed, the axium prime coil was confirmed to have non-detachment as the pushwire was returned with the implant coil still attached. It is likely the non-detachment is caused by the release wire break during detachment attempt causing the release wire to not pull back when the actuator interface was retracted during customer detachment attempt, however, the cause of the release wire break could not be determined. When the exposed release wire was pulled the coin was noted to move freely within the pusher. Since the instant detacher and proximal pusher segment were not returned, any contribution of the instant detacher and proximal pushwire segment to the non-detachment could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device involved in the event has not been returned; therefore the event cause could not be determined. Correspondence has been sent out for return of the device. Once the device has been received and investigation completed. A supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic coil could not be detached with the instant detacher or with the manual method (breaking of the hypo-tube, an alternative detachment method presented in the instructions for use). Prior to the event, the aneurysm was framed with a galaxy coil and then two medtronic coils were implanted. After that, the reported coil was used and the reported event occurred. The device was removed from the patient. The patient was undergoing embolization treatment of a unruptured saccular aneurysm measuring 6mm x 4.5mm located in the anterior co mmunicating artery. The blood flow speed was unknown. The vasculature was moderate in tortuosity.